Event description:
N/a.

Manufacturer narrative:
Perforator was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye: label was worn and could not be read. The unit was lightly soiled from surgery. No other anomalies were observed. Instructions for use testing was performed with no observed anomalies outside inner and outer drill slightly fused but freed with light pressure. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator failed to disengage during surgery and dural damage was observed. Surgical time was reportedly extended less than 30 minutes. The manufacturer of the drill was unknown. It was unknown if the drill was electric or pneumatic. No further information was provided.